Event description:
It was reported that during a lap colectomy procedure, the instrument fired only a partial line of staples. Another device was used to continue the procedure, with no pt consequence.